Manufacturer narrative:
Per the clinic, the patient was hospitalized overnight on (B)(6) 2024 and discharged on (B)(6) 2024 for administration of IV antibiotics. The rotational flap revision surgery was confirmed to have been performed on (B)(6) 2024.

Event description:
Per the clinic, the patient developed an infection at the implant surgical site. The patient was administered with antibiotics (specific type, date and duration not reported) and underwent a rotational flap revision surgery (specific date not reported); however, the infection did not resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.